Event description:
The reporter stated that the compression forceps was received damaged by the customer. The surgeon tried to make the instrument operational, but it was difficult. They managed to compress the plate, but not enough as expected. The surgery time was prolonged by about ten minutes.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.